Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that an "ultraflex 40cc balloon ruptured in the ICU after two hours of working." A second iab was inserted at the same insertion site. No reported delay of treatment. No report of patient harm or injury. Patient status reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of iab leak suspected is confirmed based on the customer photo provided with the complaint report. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the iabc leak. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that an "ultraflex 40cc balloon ruptured in the ICU after two hours of working." A second iab was inserted at the same insertion site. No reported delay of treatment. No report of patient harm or injury. Patient status reported as "fine".